Event description:
It was reported that the ilet bionic pancreas exhibited premature battery discharge, with a full charge lasting up to two days, consistent with a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.